Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that their insulin pump is not working and they are receiving a no delivery alarm despite multiple set changes. It was noted that insulin did not come out at the end of the tubing. It was also noted that the customer had high blood glucose readings of 400 mg/dl and customer treated with a site change, syringe and sliding scale. Customer's most recent blood glucose reading was noted to be 369 mg/dl. Customer declined troubleshooting for high blood glucose readings. The reservoir will not be returned for analysis.